Event description:
Patient receiving morphine pca. Machine was programmed and set to run. In checking on the patient several hours later found the pca machine turned off, therefore discontinuing the pain medication infusion. Per biomed inspection, "I have examined the pump and there was no physical damage and it is in working order. I checked the battery voltage and charger voltage. The battery voltage was at 8.86 vdc and charger volume was at 15.1 volts, which are both good according to manufacturer standards. I found that the pump door lock was in a center position, which does not fully lock the door. This usually indicates that their key may be bad. I put the unit into diagnostic mode and retrieved the malfunction and event log. The malfunction log show a lot of 1a codes, which shows there could be a problem with the pump."